Manufacturer narrative:
The motor error alarmed during rewind due to corroded motor home switch. The displacement test was unable to be conducted due to motor error alarm. The pump was received with minor scratched display window, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 150mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.